Manufacturer narrative:
B3: month is known, day and year is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that it was discovered that there was drug solution leakage from the connection point between the tube and the patient connector. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
H3, h6: updated. The suspect products were returned for evaluation. Visual inspection confirmed that there were no anomalies found. The lot history review was performed, and it was confirmed that there were no previous conformities noted. The tube luer bond junction of the cassettes was leak tested using hydrostatic pressure pump. A leak was observed at the tube luer junction during ramp up of one new cassette and the returned used cassette. The luer tube bond of the leaking samples was separated, and the tube and bond pocket was inspected. A solvent channel was observed on both tubes. The allegation made by the complainant was confirmed. However, the probable root cause of the event was unable to be determined.